Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the tip of the device was broken off. The device was activated by pressing to the target tissue. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.